Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1.

Manufacturer narrative:
D10: (B)(4); (B)(6) - gps implant kit v2. (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6); 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. (B)(6); 320-15-05 - eq rev locking screw. (B)(6); 320-15-04 - rs glenoid plate post aug, 8 deg, right. (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6); 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6); 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6); 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6); 320-20-00 - eq reverse torque defining screw kit. (B)(6); 320-20-00 - eq reverse torque defining screw kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient experienced pain and signs of an infection. Tests taken proved the infection. As a result, the surgeon performed a 1st stage revision with a cement spacer inserted. All of the implants were removed without complication, and the patient was last known to be in stable condition following the event. The patient was not revised to exactech devices. No further information available.